Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (350-419 mg/dl). Customer disconnected at the site and saw insulin being delivered. Customer stated they believe elevated bg levels are due to the site. Customer declined to perform troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.